Event description:
It was reported that the monitor suddenly shut down. After monitor was rebooted, blood temperature measurement value was abnormal (25 degrees centigrade). Follow up indicated that the monitor or cables are not expected to be returned for evaluation.

Manufacturer narrative:
Device not returned.